Event description:
It was reported the device was used during a low anterior resection. It was reported during the procedure the surgeon placed the tl30 stapler on the distal rectum and closed the device. He then fired the instrument, heard and felt the firing of the device, and cut the specimen side of the rectum. When surgeon released the stapler, there were no staples present in the tissue (or anywhere). This device was only used once in the procedure and there were no reloads used. Surgeon then sutured a coloanal anastomosis and gave the pt an ileostomy. No further stapling devices were used. Contact person sent the device to the hosp's risk management dept; device will be given to ees when risk management dept is finished with their process and procedures.